Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the jaws of the cadiere forceps instrument broke off and fell inside the patient. Per the reporter, the fragments were retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: it was confirmed the event date is 12/11/2020. The instrument was reportedly inspected prior to use, and no issues were noted. All fragments were retrieved during the same procedure. No additional surgical procedure was required, and there was no harm to the patient. There were no post-operative tests performed to check for remaining fragments. Upon final removal of the instrument, the wrist was straightened. The surgical staff did not notice any damage to the cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint. The instrument was found to have a broken grip at the grip base. The broken material was returned by the customer. No material appeared to be missing as the broken assembly was pieced back together. This root cause is mishandling/misuse, such as excess force applied to the instrument jaws. A review of the logs showed the cadiere forceps instrument (part #470049-07 / lot #n10200106-0165) was last used on (B)(6) 2020 during this reported procedure with system sk1965. The cadiere forceps instrument has 10 allotted uses and 8 lives remaining.